Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure is planned for (B)(6) 2021. As per the reporter, the rod is jammed and won't lengthen.